Event description:
It was reported that, the gastrointestinal videoscope exhibited noisy screen. The issue was identified at the time of reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle is rusted and universal cord cable substrate dirty. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.